Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable as there was no patient contact. Section d6a. If implanted, give date: not applicable, as there was no patient contact. Section d6b. If explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during preparation of a single piece preloaded monofocal intraocular lens (iol), the lens was observed to be broken into pieces during loading, with approximately half of the lens missing. During the event, the cartridge tip made contact with the eye. The issue occurred during and after the attempted implantation; however, no patient involvement or injury was reported. No further information was provided.